Event description:
It was reported that device interrogation revealed end of life. At a follow-up 10 months previous, the longevity showed 3-4 years remaining. The device was explanted and replaced. The patient had no adverse consequences due to the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and ino anomalies were found.